Event description:
When a luer lock syringe is attached to the female end of the microbore tubing the pale yellow hub on the tubing is cracking slightly. The crack has not been noticed until the slow leak is noted. Presents an infection risk and it is very difficult to know how much medication the pt actually received.